Event description:
It was reported that high impedance was originally observed by a nurse on (B)(6) 2016. The surgeon subsequently found high impedance on (B)(6) 2016 and the patient was sent for x-rays. No lead break was noted to be visualized on the x-rays, and the patient was referred for lead revision surgery. It was later reported the patient underwent lead revision surgery on (B)(6) 2016. Once the new lead was replaced, the impedance values were within normal limits. It was noted the surgeon did attempt to re-insert the lead pin into the generator; however, this did not resolve the high impedance and the lead revision moved forward. The lead was noted to be discarded after surgery.